Event description:
The reporter stated that the surgeon was using a 22.5 diopter silicone lens in a msi-tm injector and had difficulty getting the lens to advance in the injector and when he ejected the lens onto the sterile field the lens haptic was bent. The surgeon thought it was due to the injector which was getting old, so he got a new injector and a different lens and surgery was completed with no pt injury.

Manufacturer narrative:
Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.